Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the arterial side of the monitor was broken. As a result, the procedure continued on without the use of the device. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.